Event description:
It was reported that device protruded from the catheter tip. The target lesion was in a moderately tortuous vessel. A 6mmx10cm interlock was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of a non-bsc catheter and protruded from the catheter's tip upon removal. The procedure was completed with another of the same device. No complications reported and patient is stable.